Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. On november 10, 2020 stryker trauma and extremities acquired cartiva, wright medical, tornier inc. And tornier (B)(4). An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR/vigilance process.

Event description:
It was reported that the patient underwent a surgical procedure. Allegedly, via medwatch mw5088783, I had intra-articular fracture of first mtp joint, my physician suggested newly approved synthetic cartilage cartiva. I underwent surgery in (B)(6) 2016 but my pain became worse. My functional status progressively got worse and I have developed a limp and also a nerve pain. FDA safety report ID # (B)(4).